Manufacturer narrative:
D4 - serial #: the possible serial numbers are (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had been experiencing problems with one of the pumps, which had kept alarming and had not been delivering remodulin. The patient had confirmed switching to a backup pump without issue; however, the primary pump had continued to exhibit the same issue since the previous day. It was further reported that the patient had attempted to change both the cassette and tubing with no success. When asked about the specific message or alert displayed on the pump, the patient was unable to specify. The patient was able to successfully continue the infusion using the backup device. The infusion was life sustaining. It was also reported that this was a continuous infusion. There was a patient involvement. It was infused via central line at the pump rate of 1.7 ml/hr. The concentration of the medication was 5 mg/ml. The patient was 52 years male with 180 lbs and his initial were (B)(6).

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.